Manufacturer narrative:
MDR report #mw5103662 was sent to biomeme on september 9th, 2021 about a potential false positive test result generated by "(B)(6) telemedicine lab" (as listed on page 2 of the report under concomitant medical products (f)) that occurred on (B)(6) 2021. This case was logged in biomeme's quality system as (B)(4). On september 9th, 2021, a (B)(6) laboratories employee checked their testing database for any information relating to the initial reporter (B)(6), the phone number, the address, or the email of the patient listed on page 2 of the report but did not find any records of this patient. Biomeme reached out to the patient (B)(6) via email on september 10th, 2021 to get more information, and the patient said the following: "I don't remember if I have mentioned that the whole family have tested multiple times that week and we all came out negative to suggest the false positive. Otherwise, I don't have anything else to add unless you need clarifications on any information given." At this point, biomeme discovered there is another company named (B)(6) with telemedicine in their name that also operated in (B)(6) which is not associated with biomeme, which might have been confused with (B)(6) laboratories which is associated with biomeme. At this point, biomeme notified the customer of this potential misunderstanding, and requested any document from the testing that showed the name or address of the company that did the patients testing, but did not receive a response. Because the patient's test results were not found in the (B)(6) laboratories database, there is no further investigation that can be done by biomeme.

Event description:
A report from the dept. Of health and human services titled "MDR.pdf" is about a potential false positive test result detected using the full biomeme sars testing platform by one (B)(6) on (B)(6) 2021. Report #mw5103662. Event description from the report: "[?]false positive results from by (B)(6) telemedicine lab on (B)(6) 2021. After (B)(6), did two other rt-pcr test on (B)(6) 2021 and (B)(6) 2021 both negative results from other two labs. Questioning the positive result was accurate done by (B)(6) telemedicine lab[?]". The user experienced a false positive test result. The specific device was not identified or made available for testing or analysis by biomeme.